Manufacturer narrative:
Device serial number, UDI unavailable. No parts returned for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that if you add several tools to a procedure, then add references frames or passive planar probes as quickly as you can, you can wind up in a state where tracking details shows you lots of tools that shouldn't be there and you aren't able to track what you'd expect. It was stated one needed to add the tools really quickly - much faster than commonly utilized. There was no patient present when this issue was observed.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that this issue is related to the software and is a known software anomaly. If information is provided in the future, a supplemental report will be issued.